Event description:
Material no: 382523, batch no: 8324924. It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter there is a little piece of plastic at the tip of the needle. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: asu brought me this defective needle. There is a little piece of plastic at the tip. Our rn has great eyes and found 3 today so I pulled that lot#: 8324924 box..

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs provided. Bd received a total of 16 insyte autoguard 22ga units. 15 of the units were received inside sealed packages from lot number: 8324924. The units were received within a shipper and all components within were intact. One unit was received as a used catheter-adapter assembly inside a specimen bottle. Through the visual/microscopic evaluation of the units in sealed packages, there was no physical / mechanical damage observed on any of the components. There was no evidence of a foreign matter found on these units. With the used unit, a piece of clear-transparent material was observed on the catheter tubing near the tip. The photographs displayed similarities to that of the returned units. Your reported issue was confirmed as foreign matter was observed with the used unit. This unit was sent for further ftir testing however upon receipt at the testing site, foreign matter was no longer observed with the unit therefore further testing was not performed. Although your reported issue was confirmed, a root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 382523, batch no. 8324924. It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter there is a little piece of plastic at the tip of the needle. This occurred on 3 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter: asu brought me this defective needle. There is a little piece of plastic at the tip. Our rn has great eyes and found 3 today so I pulled that lot#8324924 box.